Manufacturer narrative:
(B)(4): method - no product returned. Result - customer complaint could not be confirmed. Conclusion - device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than expected act + results during bypass surgery on hemochron elite microcoagulation system. The instrument reached results greater than 1000 seconds. No clot was detected. The test was repeated and expected results were received. The customer "observed there were clots in the bypass pump". The procedure was completed. No adverse event(s) reported. The perfusionist does not feel that their observations were related to the instrument. The site is performing internal evaluation with the instrument. Recent correlations on the instrument were acceptable.